Manufacturer narrative:
The buttons responded properly. No flattened button dome switch or unlocked lcd keypad connector was noted. The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with minor scratches on the display window and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose readings and button error alarm. The customer's blood glucose value was 50 mg/dl. The customer stated that she was treated and did not pass out. The customer reported the drive support cap to appear normal. The customer stated that the reservoir showed more insulin than what is shown on the status screen. The customer stated that the pump was worn during a medical procedure/test around an MRI. The product was returned for analysis.